Manufacturer narrative:
Batch review performed on 11 november 2021: lot 1909763: (B)(4) items manufactured and released on 4-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved batch review performed on 11 november 2021: liner: mpact 01.32.3644hct flat pe hc liner ø36/e lot. 1903448 (k103721) lot 1903448: (B)(4) items manufactured and released on 23-may-2019. Expiration date: 2024-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At about 10 months after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head and liner and the surgery was completed successfully.